Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with 8 fr groshong catheter was received for evaluation. Visual inspection identified a complete circumferential break on the 7cm depth marker, as well as two partial splits between the 7cm and 8 cm depth marker. The complete circumferential break is characterized by an elliptical shape and granular surface, while the partial splits are characterized by smooth edges. Functional testing identified no leak in the returned catheter segment. Based upon the identified break the investigation is confirmed for a break with embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patient alleged pain while the port was flushed. It was further reported that the patient was sent to radiology, where it was noted that the catheter allegedly fractured and migrated to the pulmonary artery. Reportedly, the port body and catheter were removed successfully and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient alleged pain while the port was flushed. It was further reported that the patient was sent to radiology, where it was noted that the catheter allegedly fractured and migrated to the pulmonary artery. Reportedly, the port body and catheter were removed successfully and a new device was placed. There was no reported patient injury.